Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the customer felt that the fill estimate was lower than expected. During one occurrence, the cartridge was filled with 480 units, and the insulin gauge displayed 290 units after the delivery of 103 units. At the time of the reported event, the customer declined to reload the cartridge. There was no reported impact to the customer's blood glucose level. Review of the pump data logs from october with tandem technical support showed that there did not appear to be and issues with the pump for the fill estimate events. Recommendation was made to load with a constant amount of insulin and monitor pump performance.